Event description:
It was reported that the patient is deceased. A patient in the (B)(4) study "underwent the protocol-specific portion of the study up to and including traction level #2." Laser lead removal followed. Upon removal of the lead the patient "experienced severe bleeding;" "[s]everal" attempts were made to stop the source of the bleeding, a "2-3 [centimeter superior vena cava] tear;" the patient expired on the procedure table. A cause of death was requested and was not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Attempts to obtain additional information have been unsuccessful; additional attempts are being made. A cause of death was requested and not received. (B)(4).